Event description:
It was reported that the pump had a primary audible alarm during setup. There were no patient involvement and harm. It was confirmed during inspection of a returned pump that primary audible alarm bgnd test does appear in event log. This is a high-priority alarm; if it recurs during use, it may interrupt therapy.

Manufacturer narrative:
The suspected pump was returned for evaluation. Event log reviewed and customer reported error was observed in event logs history. A review of the service history found no repairs related to the reported failure mode. The device was visually inspected, and the functional testing was performed. It was found that the primary speaker assembly was defective and it had been replaced. The probable cause was identified to be defective primary speaker assembly. The device passed all functional testing after repair.